Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-601-tbd8 tibial bearing trial was broken during insertion. This occurred during a total shoulder procedure. All was retrieved. No harm to the patient.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-601-tbd8 was received for investigation. Visual inspection identified breakage across one corner of the trial, likely a result of damage incurred during the removal process. No other abnormality was noted.